Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-07476. Clarification to b3 date of event: partial date 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture found during surgery.

Event description:
Patient reported left side pain and possible capsular contracture baker grade unknown. Healthcare professional later reported "mild-moderate capsular contracture" and rupture found during surgery. Device has been explanted and replaced. A near total capsulectomy was performed.

Event description:
Patient reported left side pain and possible capsular contracture baker grade unknown. Healthcare professional later reported "mild-moderate capsular contracture" and rupture found during surgery. Device has been explanted and replaced. A near total capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported left side pain and possible capsular contracture baker grade unknown. Healthcare professional later reported "mild-moderate capsular contracture" and rupture found during surgery. Device has been explanted and replaced. A near total capsulectomy was performed.